Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the serter was damaging the sensor during insertion. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the sensor was missing the cannula when it was pulled from her body. Troubleshooting was performed and completed. The sensor is being replaced and is expected to return for analysis.